Event description:
A customer reported that during surgery, the "quad" was engaging and flushing fluids into the eye. The system was switched out to complete the case. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).